Manufacturer narrative:
The pump user guide states: if you start to program a bolus, but do not complete the request within 90 seconds, the incomplete bolus alert occurs. You are prompted to return to the bolus screen to complete the request. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the insulin gauge was inaccurate. Additionally, it was reported that the wake button was not working. Customer pressed the wake button with more force and the wake button performed as intended. Reportedly, an incomplete bolus alert also occurred. Tandem technical support educated the customer on the cause for incomplete bolus alerts. Customer's continuous glucose monitor read ¿high¿, however, a specific bg value was not provided. Customer administered a manual insulin injection to address elevated blood glucose. Reportedly, the customer reverted to an alternate method of insulin therapy.